Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to dislocation. It was also noted that the liner disassociated from the cup.

Manufacturer narrative:
Conclusion and justification status: the complaint states hip revision performed on (B)(6) 2015. Revision due to dislocation. Pinnacle constrained liner and 12/14 metal head 32 mm revised. Patient fine post surgery. A review of complaints databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.